Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared with a doctors coaguchek meter. At 12:30 p.m. The customer's meter result was 2.1 inr and within the next hour the doctor's meter result was 1.4 or 1.8 inr. The customer's meter 'coded correctly.' The customer's therapeutic range is 2.0 - 3.0 inr. The customer's coumadin dose was changed based off of the doctor's meter result. There was no allegation of harm or serious injury. The customer's condition is 'not very good' because of a fall on (B)(6) 2018, which was unrelated to the meter result. It was noted that the customer has some extra bruising due to this unrelated fall. The customer is not anemic or polycythemic. The customer is not on heparin therapy or antiphospholipid antibodies and has no direct thrombin inhibitors. There were no dietary changes and no new illnesses. The customer started 3 new medications within the last month. The complained test strips have been calibrated against the who standard rtf/16 and affected by recall. Corresponding retention test strips (lot 314048) were tested in comparison to masterlot #28632180 (recalibrated lot to rtf/09). The corresponding retention material complies with the specification, based on requirements of the regular retention testing process of the qc department. The retention material and comparable masterlot test strips did not show abnormalities. Investigations have indicated results are reliable from 0.8 to 4.5 inr, since the calibration data covers this measuring range very well. The meter and strips have been requested for return. It was noted that the customer's meter was out of warranty.